Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to obtain capture threshold and failure to sense. It was also observed that the atrial lead exhibited helix extension issues. The atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed, while failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The x-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.